Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 8 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient has a history of chronic driveline infection and had been given ceftazidime and levofloxacin. Incision and drainage was performed on (B)(6) 2017. Cultures revealed resistant pseudomonas aeruginosa and achromobacter on (B)(6) 2017. The patient was hospitalized for increasing pain and drainage from the driveline exit site. White blood cell count, blood pressure and temperature were within normal limits. The wound culture on admission revealed pseudomonas aeruginosa. Levofloxacin was held and gentamicin was initiated. No additional information was provided.

Manufacturer narrative:
The explanted pump was returned assembled with the driveline cut approximately 2 inches and 4 inches from the pump housing. The distal end of the driveline was also returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow graft and outflow elbow were returned attached to the pump¿s outlet. The outflow bend relief was returned detached the pump¿s outlet port. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device did not reveal any deposition or thrombus formations. Upon disassembly, visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A correlation between the evaluation of the returned device and the reported driveline infection could not be determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
This report has been filed to correct the explant date previously reported under supplemental (follow-up #1) medwatch report. No further information is available. The manufacturer has closed the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that on (B)(6)2017 the patient''s pump was explanted due to a driveline infection.